Manufacturer narrative:
(B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient right eye due to patient dissatisfaction with her near vision. Incision was slightly enlarged in order to explant the lens safely. There was no patient injury post-op. Lens was replaced with a zct225 14.5 diopter iol. The lenses were explanted from patient's right and left eye. This report will capture the lens explanted from the right eye and separate MDR will be filed for the lens explanted from the left eye.